Event description:
The event is reported as: alleged issue: client reported that the "catheter snapped off at the tip". No reported pt injury.

Manufacturer narrative:
Sample has not been received by manufacturer in time for this report.